Event description:
The handheld computer was received for analysis on (B)(6) 2015. Analysis was completed on (B)(6) 2015 and it found no anomalies associated with the handheld performance using the ac adapter or the main battery fully charged. The handheld performed according to functional specifications.

Event description:
It was reported that the vns programming software presented with a frozen screen when the handheld computer was used while it was not charging. Multiple attempts to interrogate a generator were unsuccessful. It was noted that the ¿data received¿ indicator on the wand was flashing while interrogations were attempted without success. It was reported that the 9v battery of the wand was changed. It was further reported that the nurse¿s programming system was tested on functioning demo generators, and that interrogation attempts did not succeed. The 9v battery in the wand was replaced and interrogations worked initially but later, it did not. A hard reset was run on the handheld computer, but the problem persisted. The handheld computer was tested with a functioning wand and the communication issue was reported to be more intermittent, but it persisted. Return of the handheld computer for analysis is expected, but it has not been received to date.